Event description:
It was reported to medtronic minimed that the customer received fa896 notification and information given to the customer, and asked for a replacement. Pump will be returned. No more information about the ring. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was not performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected pump error or occlusions/ insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus software. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, faded serial number label and cracked retainer. In summary, the pump passed functional testing. Retainer ring damage confirmed. No current code/category not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.